Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city:

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified posterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during inflation at unknown pressure, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.